Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited a battery status indicator of eri (elective replacement indicator). The battery voltage was 2.47v. The ipg has been implanted for approximately one year, and was alleged to exhibit early battery depletion. The ipg was explanted, replaced with another cpi ipg, and is being returned to st. Paul for analysis.